Event description:
Reporter claims that they noted 3 bags broken from one patient who received a total of 11 bags infused in 2005. Patient received total of 2.77 x 10^6/kg of cells which was adequate dose. All bags contained 70ml of product. These bags were collected and processed on 4 days. There is no sample available. Bags are stored in the vapor phase of liquid nitrogen. A metal cassette is used for freezing and storage. A controlled rate freezer is used. This patient did receive antibiotics, but specific medication and dosage is not known. There is no patient information available.

Manufacturer narrative:
A review of the manufacturing records of the lot reported has been conducted and has been found to be within specifications. Similar incidents have been received for this lot number. The number of incidents reported experienced a previous increase in quarter 4 of 2001. Corrective action was taken on april 30, 2002. CAPA was opened 04/30/2005 and closed in october of 2004 and the number of reports received has since returned to baseline. This reported incident involves product that was manufactured after the action was taken. As a result, this incident has been reported to engineering for further investigation. There is no sample available for evaluation and this constitutes the final report for this event.